Event description:
Information was received regarding a cadd solis hpca pump. It was reported there was a bad cassette sensor. It is unknown if there was a patient, or clinician injury associated with this occurrence. No further details provided at this time.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. A product sample was received for evaluation. Visual inspection showed tamper seal was intact, but scratches found on liquid crystal display. During functional check, the reported complaint was duplicated. A cassette not attached properly error alarm emerged during the functional tests. The device showed a nonreactive downstream occlusion sensor. Root cause was found to be a defective and nonreactive downstream occlusion sensor. Downstream occlusion sensor was replaced.